Event description:
Rep said that the risk manager for this account called him to report that a versacare bed with fracture frame adapter bracket installed was being used in a mental health ward, and a pt removed the extension arm from the fracture frame adapter bracket and was walking around the unit with the extension arm in hand. He said that she told him that she was going to file a report with the FDA about this. Rep asked her if anyone was injured. He said that she told him that no one was injured but they felt this extension arm should be made, so it is not detachable. Ron said that he explained to her that this bed was not designed for use in this type of ward. She told her that they were aware that this bed was not designed for this application. Rep said that he wanted this issue reported to a tpm.

Manufacturer narrative:
This customer was dissatisfied with the fact that the support rod can be removed for the p3211a traction support bracket. This product is functioning as designed. They are also using these beds in an application, the versacare bed was not designed for use in.